Manufacturer narrative:
The evaluation of the returned device was completed. The broken tip of the trocar was not returned. An x-ray evaluation revealed that the cam assembly had been activated three (3) times and no stents were found. The trigger button motion was functioning as intended, and the device was able to actuate all remaining positions. The injector¿s frontal components were found bent. This finding may have occurred due to how the device was shipped back. The injector¿s splayed trocar was found broken before the splay. This finding likely occurred during the surgical procedure. Damage was not observed on the insertion tube v-slot. The trocar may have been biased during the first stent deployment, causing a bend in the trocar. Then, the second stent could have deployed and collided with the already bent trocar. The collision likely induced the trocar to break. The injector was returned without any identifying serial number or labels; however, a note from the customer suggests it may have been from the specified lot. A review of x-ray images for the specified lot revealed that accepted injectors contained splayed trocars that have met the required specifications. It is highly unlikely that the splayed trocar was shipped out bent or broken as it undergoes critical dimension inspection after injector assembly per manufacturing procedure. Furthermore, all devices undergo visual inspection via x-ray per manufacturing procedure. If any of the frontal components were bent or broken during x-ray, the unit should get rejected. The device was disassembled and visually inspected. No other non-conformances related to the reported event were found. Conclusions based on the evaluation findings were confounded by the condition of the returned product. As a result, a root cause of the reported issue was not definitively identified. MFR# reference: (B)(4).

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot, including sterilization records, was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that the tip of the trocar broke during attempt to implant the first stent from a trabecular microbypass stent system. Per report, the surgeon successfully removed the fragment intraoperatively from the operative eye. A back-up device was used to complete the procedure with no report of patient injury. Through follow-up, the surgeon provided the following additional information. The report reaffirmed that the "broken rod" in the anterior chamber (ac) was removed intraoperatively, and the procedure was completed quickly and successfully with the back-up device. The patient was reported as "doing very well".